Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012829114 was returned and analyzed. The catheter was visually in spected and functionally tested. No anomalies were identified during external visual inspection of the array, and shaft segments. During external visual inspection of the handle segment; on the shaft segment, it was observed that the shaft was broken at the distal tip of the handle. Debris (adhesive residue) was observed in the handle connector receptacle, and the connector pin carrier cracked. Catheter smart chip data could not be read. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. In conclusion, the catheter failed the returned product inspection due to debris in the handle connector receptacle, a cracked connector pin carrier, and a broken shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation case using the pulseselect catheter, the catheter did not connect properly to the connection cable, as there was no click and the connection did not fully seat in the catheter socket. It was also reported that the console did not recognize the catheter when connected. The catheter was replaced which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.